Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient passed away on (B)(6) 2013 and wanted to be sure that she was not on an autoship program. The reporter stated that the patient died of hypoglycemia. The reporter indicated that the patient was wearing the pump at the time of death. The reporter stated that he cannot provide history of events prior to finding the patient dead in the bathroom. He reportedly called 911, gave glucagon, disconnected the insulin pump, and started CPR. He stated he did not test blood glucose at the time. The reporter stated that the paramedics obtained a blood glucose of 27mg/dl. Additional information was not provided at the time of initial contact. Animas customer support contacted the reporter on (B)(6) 2013 and the reporter stated that the pump and supplies were given to the deceased patient's physician for training purposes. The reporter stated that the physician downloaded the pump and there was nothing unusual found. The reporter stated that the cause of death was natural causes, hypoglycemia and diabetes as reported by an emergency room physician; the reporter does not have the death certificate. This complaint is being reported because the reporter stated that the patient died while wearing an insulin pump and was found to be hypoglycemic by paramedics. The insulin pump could not be ruled out as a cause or contributor in the patient's death.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.